Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, visible moisture was found on the display. The pump was opened to find moisture corrosion on the printed circuit board, motor assembly, and the battery housing. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. Additionally, the cover was cracked between the corner of the lens and the case seal. A leak test was performed and failed due to a crack in the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.